Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm when he manually primed his pump. The customer's blood glucose was 136 mg/dl. Troubleshooting was done. Explained that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.